Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their urgency was back. No actions had been taken prior to the call. The patient was directed to their healthcare provider. Programmer use was reviewed. However, the patient was not able to connect and was getting poor communication. The patient had their spouse assist, but they were still getting poor communication. Patient had an appointment scheduled for the thursday after the call to have everything checked. They reported their urgency was worse; this was reported as sudden. Additional information was received from the healthcare provider. It was reported that the cause of the sudden return of urgency was unknown, and the actions/interventions taken to resolve it was to have the permanent device placed. Additional information was received from the healthcare provider. Since the information reported in the letter was unclear, it was asked if there were issues with return of symptoms during the trial. It was reported that there were no reported issues during the patient's trial. It was also asked if the permanent device had been removed and it had not. When asked the cause of the poor communication and sudden return of symptoms, the healthcare provider did not know. They also did not know what had been done to resolve these issues or if they had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
The hospitalization was confirmed to not be related to the device or therapy, so the report is no longer for serious injury, but for malfunction as captured. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the reported hospitalization was not related to the patient¿s device or therapy. When asked for the circumstances that led to the device not working well the patient reported after the hospitalizationthey could not feel any sensation from the device in their hip and they once again had lack of control in their bladder which resulted in urgency. The patient reported the steps taken included upping the number of the device in (B)(6) 2019 which helped for a few days. The patient continued that presently ((B)(6) 2019) they felt no sensation and they were back to the loss of bladder control and urgency. The patient reported the device not working well was not resolved at this time but noted an appointment with their urologist in february and they would tell them about their experience and bring their programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she was having problem with her stimulator. She stated after the device was implanted it worked very well. She indicated she was in the hospital for 9 days and when she got out of the hospital the device wasn't working very well and now it was not working at all. She stated she was tired of "peeing" her pants and the urgency. She synced with the ins and reported seeing the stimulation on icon. She increased stimulation and felt a "stinging" so she decreased stimulation. The patient indicated she wanted to try a different program and patient services reviewed on how to change programs. During the call the patient was able to change from program 1 to program 2 and increased stimulation to a comfortable level. No further complications were reported or are anticipated.